Manufacturer narrative:
The returned valve was patent. The valve met the requirements for siphon, pressure-flow, pre-implantation, and leak testing. However, it did not meet the requirements for reflux testing due to proteinaceous debris observed within the interior and exterior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open resulting in fluid reflux. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ a review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the valve was found to be not functioning well intraoperatively. According to the report, the performance level was set at 0.5, but the patient's intracranial pressure remained high. The report stated the doctor used a new device to complete the surgery successfully. Reportedly, there was no injury to the patient.